Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a possible break in tubing.

Manufacturer narrative:
D4 lot: 3845699. A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Evaluation revealed a separation in the pump inlet tubing. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the separation to be surrounded by partial separation within abrasion. Microscopic evaluation revealed surface abrasion on all pump tubing and pump strain reliefs, indicating repetitive contact between surfaces. Microscopic evaluation revealed the detachment end of the pump inlet strain relief was rough and irregular, indicating sufficient stress was exerted to separate the site; groups of uniform striations were observed, indicating contact with unshod instrumentation. Microscopic evaluation surface abrasion on the cylinder 1 exhaust tubing. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed the detachment end of the reservoir strain relief was rough and irregular; groups of uniform striations were observed. No functional abnormalities were noted with the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the pump inlet tubing adjacent inlet tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.